Manufacturer narrative:
Other, other text: additional information: d10. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection was completed, and the downstream sensor seal was bubbled . The cause of the issue was unable to be determined.

Manufacturer narrative:
(B)(6). Initial reporter occupation: asset tracker.

Event description:
Information was received indicating that bubbling was found on the downstream occlusion (dso) sensor seal of a smiths medical cadd solis vip pump. There was no patient injury. The pump was being cleaned with bleach germicidal wipes and wiped with sani-cloth germicidal disposable wipes.